Event description:
Attempted to use an ellume covid-19 home test kit. When syncing the analyzer to the app, I received a message stating that my test kit had been recalled and could not be used. There was a button to request a replacement in the app, which did not work. I went to ellumes website to request a replacement. I filled out their form and provided all of the relevant information they asked for and submitted it. The next day, I received an email from ellume denying my request for a replacement test kit until I could provide a "confirmatory pcr test result" which makes no sense. I should not be required to provide a positive covid 19 test to receive a replacement for a test kit I could not even use. I emailed ellume back stating as much and again requested a replacement test kit for the one they remotely disabled via their app, and I received no further communications or responses to my requests. Ellume sold me a covid test kit that has been recalled and cannot be used. Ellume will not provide a replacement unless I provide a confirmatory pcr lab test result. FDA safety report ID# (B)(4).